Event description:
It was reported that a patient experienced ventricular tachycardia, drop in blood pressure and presyncope. The implantable cardioverter defibrillator exhibited undersensing and was unable to deliver defibrillation therapy. The patient had to be externally defibrillated. The device was reprogrammed to resolve the issue. No other patient information was available.